Manufacturer narrative:
Product ID 3889-28 lot# va1ltq5 implanted: (B)(6)2018 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the following with the healthcare provider (hcp). The cause of the implantable neurostimulator (ins) turning issue was determined to be poor tissue. The ins and lead will not be returned as they were discarded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the ins turned over and over in the pocket and pulled the lead into the pocket. As a result of what was reported, the ins and lead were removed and replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.